Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The non-stenosed target lesion was located in the non-calcified abdominal aorta. A 27/7/2/100 equalizer¿ balloon catheter was advanced for dilatation. However, during the first inflation, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications nor injuries were reported.